Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead "is bad" and therefore the device is programmed to aai (atrial chamber paced, atrial chamber sensed, and inhibiting repsonse to sensing) mode. The lead remains in use. No patient complications have been reported as a result of this event.